Event description:
Event description boston scientific crm received information that this transvenous defibrillation lead dislodged 2 weeks post implant. The physician elected to reposition the lead, which was performed without reported difficulty. To date, there have been no reported patient symptoms associated with this clinical observation.